Event description:
It was reported that a small volume intermate was observed with particulate matter within its reservoir. This was found before use. The device was filled with tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14j039 was manufactured on september 22, 2014 to september 25, 2014. The affected device was received for evaluation. A visual inspection on the device (via the naked eye) noted a solid white particle ranging between 0.39 to 0.87 mm in length, floating in the fluid pathway of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The reported condition was verified, though no cause could not be determine with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.